Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to communicate with the ipg following in unrelated procedure. Reportedly, the ipg was not put into surgery mode prior to the surgery. Troubleshooting was able to resolve the issue. Patient was reprogrammed.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to recover the ipg. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.